Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak under the hydro area of the unicel dxc 600 pro synchron chemistry analyzer. Customer also reported issues with the di water reservoir overfilling because of an "illegal switch" condition. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the di water reservoir float switch. The fse initialized and primed the instrument with no issues noted. The fse verified repair per established procedures prior to returning it into service. (B)(4).